Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms on the right ventricular (rv) lead. Additional information was sought from the local area sales representative, and at this time, no action was taken. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.